Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the low pump flow or suction or non-pulsatile motor current from a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A kinked cannula was noted. The device was removed and replaced without further issue or adverse impact to the patient.